Manufacturer narrative:
Upon receipt the lead was found cut 28 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. Approximately 28 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. At this location conductor fractures of the outer and inner conductor coils were noted. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the cuts into the insulation 22 and 32 cm distal to the is-1 connector pin as well as the 16.5 cm distal to the is-1 connector deformed conductor coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During the routine follow-up on (B)(6) 2020, it was noted the lead impedance was abnormally reduced, and the lead insulation was broken under the x-ray. Then, the lead replacement surgery was performed on (B)(6) 2020. All parameters were normal.